Manufacturer narrative:
Additional information in b5 and b6. B5: upon follow-up, it was reported that antibiotic treatment and pd therapy were discontinued. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient remained hospitalized for hemodialysis therapy and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with amikacin injection (250mg, route, frequency and duration were not reported) and vancomycin injection (500mg, route, frequency and duration were not reported) both antibiotic medication were ongoing for peritonitis. At the time of this report, the patient was recovering and was still hospitlized. It was reported that the patient has been retrained for proper aseptic technique. Pd therapy was ongoing. No additional information is available.